Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile bag was torn. The target lesion was located in the left anterior descending artery. An opticross¿ imaging catheter was selected for use. During preparation, the opticross¿ imaging catheter worked fine. However, it was noted that the sterile bag was ripped when the physician was trying to put the motor drive unit into it. The sterile bag was replaced with another sterile bag from another catheter and the procedure was completed. No patient complications were reported.